Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid had not opened when attempting to issue medication. A technical support specialist (tss) had attempted to open the cubie through the tester app, but the issue had persisted. The customer mentioned that the medication's plastic bag had appeared to be stuck, preventing the lid from opening. The tss then ejected the cubie, and the customer adjusted the plastic bag. After placing the cubie back into its slot, the tss attempted to open it again. This time, the lid had opened successfully, and the customer had been able to issue the medication without further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower customer reported being unable to issue furosemide inj 20 mg/2 ml because the cubie lid did not open. The cubie also failed to open through the tester application. The customer noted that the medication¿s plastic bag appeared to be stuck and prevented the lid from opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.